Manufacturer narrative:
(B)(4). Date sent 8/14/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0016am device was returned with insulation damage. During the visual examination, a hole was found in the blue insulation exposing the metal substrate with melting around the edges and blackened in color. No additional damage was observed along the length of the blue insulation. A photo of condition is provided confirming the reported event. The cause of the damage to the insulation could not be determined. The evidence suggests that the current strayed from the larger damaged area on the electrode, evident by the characteristics of being blackened and melted, which would cause burns to the patient. The instructions for use instruct the user to discard damaged electrodes. A manufacturing record evaluation was performed for the finished device lot tempje, and no non-conformances were identified.

Event description:
It was reported that during a tonsillectomy that a defect in the product caused patient burn. Burn will require treatment and follow up.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. B3: only event year known: 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: the operating surgeon provided additional information to include the following: the patient is a 7 year old male. It is believed that the insulation of the device had a hole in it which allowed for energy to be delivered out of the shaft during activation which led to a burn on the patient¿s inner cheek and lip. The burn was treated with ointment, steroids, and additional observation. The surgeon has not seen the patient in a week, but the burn is believed to be healing as expected. The surgeon confirmed that he uses a metal retractor, but it is outside the mouth and is not believed to be a potential for the energy to be incentivized. The surgeon will no longer be using this product due to the issue reported. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one). O first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. O second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. O third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.